Event description:
The following information was previously reported in manufacturer¿s report #3004209178-2015-01383: [in regards to the patient¿s refill on (B)(6) 2012, no refill appointment was scheduled. The patient contacted his clinic reporting that his pump was alarming. On that date, the expected reservoir volume (erv) was 0ml and the actual reservoir volume (arv) was 0ml. The patient reported nausea. The device system was used to deliver dilaudid, compounded baclofen, and bupivacaine.]

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4).